Manufacturer narrative:
Continuation of d10: product ID mc2avr1-delsys, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: mc2avr1-delsys, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that whilst attempting to implant the leadless implantable pulse generator (ipg), the patient's blood pressure slowly dropped throughout the procedure. And prior to device deployment. Device was deployed and cardiopulmonary resuscitation was started shortly after. After thirty five minutes, resuscitation was discontinued as patient had deceased. Cause of death unknown.

Manufacturer narrative:
No data. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient death was not linked to the performance of the leadless ipg.